Event description:
On (B)(4) 2013 tosoh bioscience was notified that an incorrect (coagulation) cleaning solution was used on the tosoh g8 instead of the correct tosoh hemolysis wash buffer. The hba1c chromatograms appeared normal and had total areas within the specification range. Qc values were within target ranges. Once the incorrect wash solution was noted the g8 lines were flushed, column and filter changed, and 900 pt specimens were repeated. Although initial results (with incorrect wash solution) were <0.4 higher than repeated results, no differences in the results were clinically significant so no corrected reported were issued. Root cause: operator error.